Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information: patient is stable.

Event description:
It was reported that during a sleeve bypass procedure, the surgeon was doing the procedure. He did approximately five firings, and at his last fire of the blue reloads, the staples were not fully formed. However, he managed to retrieve the specimen and completed the surgery successfully. Apparently the consumable was discarded. Unknown how case was completed. There were no adverse consequences for the patient.